Event description:
Related manufacturer reference number: 2017865-2023-24702 it was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, the lp was shifted in to tether mode to release, and it did not successfully release. Trouble shooting was attempted without success, and the lp then dislodged from the myocardium. The device prematurely released from the delivery catheter in the right atrium and a retrieval catheter successfully removed the lp without issue. A new lp was implanted, and the patient was stable.

Manufacturer narrative:
The report event of device prematurely released was not confirmed. As received, a catheter was returned in one piece with blood noted at the distal wire and distal cap. Dimensional analysis found all the measurements were in product specification. Functional test found the bullets were able to be aligned and misaligned by rotating the tether control knob. Visual and x-ray inspections of the catheter did not find any anomalies.